Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, very small dissection thought to be caused by .014 wire or directional catheter. Multiple attempts were made to pass calcified lesion with two different wires and two different directional catheters. Unknown what device specifically caused the small dissection. The procedure was aborted.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, very small dissection thought to be caused by .014 wire or directional catheter. Multiple attempts were made to pass calcified lesion with two different wires and two different directional catheters. Unknown what device specifically caused the small dissection. The procedure was aborted.

Manufacturer narrative:
Complaint investigation is attached to this report. The description was updated to align with the gudid.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, very small dissection thought to be caused by .014 wire or directional catheter. Multiple attempts were made to pass calcified lesion with two different wires and two different directional catheters. Unknown what device specifically caused the small dissection. The procedure was aborted.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation is attached to this report. The description was updated to align with the gudid.

Event description:
It was reported that during a transcaphoid artery revascularization (tcar) procedure, very small dissection thought to be caused by .014 wire or directional catheter. Multiple attempts were made to pass calcified lesion with two different wires and two different directional catheters. Unknown what device specifically caused the small dissection. The procedure was aborted.